Event description:
Follow up information identified the hematoma was at the lead site and has since resolved.

Event description:
Follow up information identified the patient was hospitalized overnight, and the hematoma was evacuated.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the clinical study patient experienced weakness due to a hematoma. As a result, the physician explanted the scs system, resolving the issue.